Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 45 mg/dl were recorded by continuous glucose monitor (cgm) from 11:47:16 am to 11:57:16 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 15.6 units was observed on (B)(6) 2019 at 10:42:54 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. A 120% temporary rate for 15 min was observed on (B)(6) 2019. A 125% temporary rate for 15 min was observed on (B)(6) 2019. A 125% temporary rate for 20 min was observed on (B)(6) 2019. It is possible the user¿s personal profile settings need adjustment. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 39 mg/dl and glucagon, juice and candy were consumed to address low bg. Customer did not know cause of low bg. Recommendation was made for customer to discuss event with a healthcare provider.